Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl. The user¿s caregiver assisted with a full supply change and reconnected the ilet to resume insulin delivery. Glucose levels began trending downward, and no outside medical intervention was required.